Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 9.8 cm. Full breach insulation degradation was noted 4.6cm to 4.7cm, 4.8cm to 4.9cm, 7.5cm to 7.7cm, and 8.2cm to 8.3cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.